Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case at the battery tube threads. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 20 to 27 mg/dl at the time of the incident. The customer used food and juice to treat. The customer experienced symptoms such as being shaky and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis.